Event description:
It was reported the patient was having problems. It was stated the problem was they were not getting any therapeutic effect and their device was not helping with their fecal incontinence since implant. It was noted a manufacturer representative changed the patient¿s programs and the patient wanted to try it for the rest of the week. The patient stated their fecal incontinence may have gotten a little bit better because they didn¿t have quite as much volume. It was noted the patient was still having ¿daily episodes¿ though. It was later reported the patient did not have a 50 percent or greater symptom reduction. It was stated the cause of the event was not determined and the patient¿s device was reprogrammed to new electrode settings and amplitude. It was noted the impedances were checked and they mapped the electrodes. Reportedly, the patient had no improvement on (B)(6) 2014 and the patient was experiencing similar results at the time of report on (B)(6) 2014. Additional information from the healthcare provider stated there was no 50 percent or great symptom reduction and the lead was involved in the reported event. It was noted the patient had a loss of effectiveness over time. It was stated that cause was determined and an x-ray showed migration of the lead inward. Reportedly, reprogramming was done and the patient was not recovered and had ongoing symptoms or issues. It was noted the patient was going to be seen in the office in 2-3 weeks to see if the reprogramming improved their incontinence episodes. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0fly0, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).